Event description:
It was reported that during initial implant procedure, patient's left ventricular lead exhibited capturing issue. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2024. There were no patietn conseqeunces.

Manufacturer narrative:
The reported event of an unspecified capture issue was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.